Manufacturer narrative:
Contrary to the previous report, it was the patient that received an x-ray, not the employee. Additionally, the results of the x-ray confirmed that the tip did not fall into the patient during the procedure.

Event description:
The user facility reported the tip to their flat nose dissector insert detached during a patient procedure. Employee received medical treatment (x-rays) following the reported event. No report of injury.

Manufacturer narrative:
The flat nose dissector insert subject of the reported event is being returned for evaluation. Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported the tip to their flat nose dissector insert detached during a patient procedure. The procedure was successfully completed without delay utilizing an additional device. The employee received medical treatment (x-rays) following the reported event. No report of injury.

Manufacturer narrative:
The flat nose dissector insert subject of the reported event was returned to steris for evaluation. The evaluation found evidence of overstress damage indicative of excessive force during use of the device. The flat nose dissector insert instructions for use states, "avoid mechanical shock or overstressing the devices; this will cause damage." A steris account manager offered in-service training on the proper use and operation of the flat nose dissector insert; however, the user facility declined. The device history record for this lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities. No additional issues have been reported.